Event description:
This patient had aortic valve replacement using a #23 st. Jude epic valve for aortic stenosis nine months ago. The patient did well until he presented on this hospital admission with acute onset of shortness of breath. He was found to be in congestive heart failure with pulmonary edema. Echocardiogram showed an ejection fraction (ef) of 70% but an aortic valve area of 0.56 cm square. His peak systolic gradient was 90 mm hg and his mean gradient was 65 mm. Valve was surgically explanted and replaced with a #21 aortic valve prosthesis.